Manufacturer narrative:
(B) (4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that the patient had a pump replacement for an unspecified reason. A catheter dye study was done and the results were stated as being "ok". The clinic wanted a destructive analysis done on the pump that was explanted. The patient recovered without sequela. The medication being delivered via the device was lioresal.